Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray was taken which did not yield any significant findings. A revision procedure was performed where the rv lead was explanted. The ICD remains in service. No additional adverse patient effects were reported

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.